Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain 1 of 5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The caregiver stated that the patient had not disconnected since the start of therapy and there was air visible in the patient line from the door all the way to the transfer set. The caregiver confirmed that the connection was tight and he was unable to find any leaks in the tubing. The caregiver also stated the patient uses extension line and both were connected prior to the start of prime. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1 of 5. The cg stated that the home patient (hp) had not disconnected since the start of therapy and there was air visible in the patient line from the door all the way to the transfer set. The cg confirmed that the connection was tight. The cg stated he was unable to find any leaks in the tubing. The cg stated the hp uses 2 patient line extensions and both were connected prior to the start of prime. The technical service representative (tsr) advised the cg to cycle power twice to clear alarm. The tsr also advised the cg to contact the peritoneal dialysis nurse (pdrn) to have transfer set checked for leaks or damage. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. On (B)(6) 2010, product surveillance contacted the cg. The cg reported no further issues; no additional information was provided.